Event description:
It was reported that at the start of a case, a user had difficulty establishing the patient airway for induction and the patient had a negative reaction to this issue. The surgical case was cancelled and the patient was reportedly transferred to the ICU.